Manufacturer narrative:
(B)(4). The actualdevice was not returned, only the foil pouch that is comes in was sent back. The foil pouch met specifications.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysteroscopy/laparoscopy/myomectomy/adhesiolysis. According to the reporter: the needle snapped in half whilst being sutured in the uterus. Additional info received via email. Did the broken needle fall into the patients cavity? Yes. If so, was it retrieved? Yes was an x-ray used? Yes. Was the or time extended beyond 30 minutes? N/a. What was done to correct the problem? Needle retrieved.